Event description:
The device was used during a low anterior resection. Reportedly, the first device would not open. The cartridge was replaced and the device would not fire. No pt injury was reported. Another device was used to finish the procedure.